Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure with pulsed field ablation, the sheath leaked fluid. When the non-abbott catheter (farawave) was inserted in the sheath, a slow drip leaked out of the sheath. The non-abbott catheter (farawave) was removed, and the sheath stopped leaking. The non-abbott catheter (farawave) was reinserted, and the drip started again. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.